Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) and right ventricular (rv) leads both exhibited noise. It was further reported that the leads could be fractured due to a skiing accident. The leads were explanted and replaced. When the new leads were connected the implantable pulse generator (ipg) didn't pace so the device was also explanted and replaced. No patient complications have been reported as a result of this event.